Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went blank after a battery change. The patient's blood glucose at the time of incident was 482 mg/dl, which the customer treated with an insulin pump bolus. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump and the display returned. Additionally, the insulin pump alarmed with watchdog timeout, unexpected restart error, and a constant tone. The customer was able to clear the alarms. A self test was performed and the device passed. The customer was advised to monitor the insulin pump. No products were returned or replaced.